Event description:
The customer and the application specialist (as) stated that the cobas 8000 core unit (cu) was completely frozen. Since the instrument was not responding, the as forced the cu computer only to shut down. After the re-boot, they realized both the e602 modules were powered off. The customer powered on one of the modules, and then the computer went into shutdown by itself. After the second re-boot, both e602 modules were powered on. They then ran quality control, but only on chemistry assays. The results were acceptable. They started running patient samples. After a while, they realized the e-modules were releasing bad results for all tests that were run. They ran immuno quality control and the results were also bad. They stopped the instrument and called for service. The field service representative asked them to totally restart the analyzer. They then ran immuno quality control and the results were good. They then resumed operation. The customer received questionable carcinoembryonic antigen (cea), vitamin b12 (b12), ferritin (fer), and thyrotropin (tsh) results on their e602 analyzer. The customer received around 50 questionable results, of which 37 were discrepant and reported outside the laboratory. Patient 1 had an initial tsh result of 67.09 mu/l. The repeat result was 4.03 mu/l. Patient 2, a female born on (B)(6), had an initial tsh result of 64.55 mu/l. The repeat result was 4.22 mu/l. Patient 3, a female born on (B)(6), had an initial tsh result of 28.71 mu/l. The repeat result was 1.78 mu/l. Patient 4, a female born on (B)(6), had an initial tsh result of 7.69 mu/l. The repeat result was 0.53 mu/l. Patient 5, a male born on (B)(6), had an initial tsh result of 32.89 mu/l. The repeat result was 1.98 mu/l. Patient 6, a female born on (B)(6), had an initial tsh result of 34.33 mu/l. The repeat result was 2.25 mu/l. Patient 7, a female born on (B)(6), had an initial tsh result of 33.68 mu/l. The repeat result was 2.02 mu/l. Patient 8, a male born on (B)(6), had an initial tsh result of 18.49 mu/l. The repeat result was 1.20 mu/l. Patient 9, a female born on (B)(6), had an initial tsh result of 23.80 mu/l. The repeat result was 1.55 mu/l. Patient 10, a male born on (B)(6), had an initial tsh result of 48.58 mu/l. The repeat result was 3.18 mu/l. Patient 11, a male born on (B)(6), had an initial tsh result of 26.11 mu/l. The repeat result was 1.78 mu/l. Patient 12, a female born on (B)(6), had an initial tsh result of 31.68 mu/l. The repeat result was 2.06 mu/l. Patient 13, a female born on (B)(6), had an initial tsh result of 53.32 mu/l. The repeat result was 3.64 mu/l. Patient 14, a male born on (B)(6), had an initial tsh result of 17.01 ug/l. The repeat result was 1.12 ug/l. Patient 15, a male born on (B)(6), had an initial tsh result of 11.90 mu/l. The repeat result was 0.81 mu/l. Patient 16, a male born on (B)(6), had an initial tsh result of 67.95 mu/l. The repeat result was 4.44 mu/l. Patient 17, a female born on (B)(6), had an initial tsh result of 11.59 mu/l. The repeat result was 0.70 mu/l. Patient 18, a female born on (B)(6), had an initial tsh result of 14.17 mu/l. The repeat result was 0.933 mu/l. Patient 19, a female born on (B)(6), had an initial tsh result of 41.03 mu/l. The repeat result was 2.71 mu/l. Patient 20, a male born on (B)(6), had an initial tsh result of 34.41 mu/l. The repeat result was 2.32 mu/l. Patient 21, a male born on (B)(6), had an initial tsh result of 48.84 mu/l. The repeat result was 3.16 mu/l. Patient 22, a female born on (B)(6), had an initial tsh result of 43.22 mu/l. The repeat result was 2.61 mu/l. Patient 23, a female born on (B)(6), had an initial tsh result of 29.50 mu/l. The repeat result was 1.98 mu/l. Patient 24, a male born on (B)(6), had an initial fer result of 7 ug/l. The repeat result was 159 ug/l. Patient 25, a female born on (B)(6), had an initial fer result of <1 ug/l. The repeat result was 17 ug/l. Patient 26, a female born on (B)(6), had an initial fer result of 9 ug/l. The repeat result was 193 ug/l. Patient 27, a female born on (B)(6), had an initial fer result of <1 ug/l. The repeat result was 17 ug/l. Patient 28, a male born on (B)(6), had an initial fer result of 3 ug/l. The repeat result was 52 ug/l. Patient 29, a female born on (B)(6), had an initial fer result of 3 ug/l. The repeat result was 44 ug/l. Patient 30, a male born on (B)(6), had an initial fer result of 12 ug/l. The repeat result was 241 ug/l. Patient 31, a male born on (B)(6), had an initial fer result of 8 ug/l. The repeat result was 155 ug/l. Patient 32, a female born on (B)(6), had an initial fer result of 3 ug/l. The repeat result was 68 ug/l. Patient 33, a female born on (B)(6), had an initial fer result of 2 ug/l. The repeat result was 35 ug/l. Patient 34, a male born on (B)(6), had an initial fer result of 4 ug/l. The repeat result was 70 ug/l. Patient 35, a male born on (B)(6), had an initial fer result of 2 ug/l. The repeat result was 39 ug/l. Patient 36, a male born on (B)(6), had an initial cea result of 0.2 ug/l. The repeat result was 2.4 ug/l. Patient 37, a female born on (B)(6), had an initial b12 result of 22 pmol/l. The repeat result was 1012 pmol/l. There were no adverse events. The tsh, fer, cea, and b12 reagent lot numbers and expiration dates were not provided.

Manufacturer narrative:
After the control unit pc was re-booted, the reagent registration on the e602 module was not performed. Because of this, the control unit pc was unable to obtain information like the evaluation algorithm included in the matrix barcode which is attached to the reagent pack. Operating like this, the wrong evaluation algorithm was used in the calculations on the e602 concentrations, leading to the incorrect results. A work around for this issue was provided. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).